Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03249. It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range, low pacing lead impedance was noted on the right atrial lead. The right atrial lead was capped on (B)(6) 2019. The patient was stable post procedure.